Manufacturer narrative:
The insulin pump alarmed with a button error and two of the buttons were unresponsive due to corroded keypad traces. The insulin pump also had the following physical damage: minor scratches on the display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip, and a cracked pump belt clip slot.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error and that despite removing the battery the alarm won't clear. The patient's blood glucose at the time of incident is unknown. The customer stated that the first button error alarm occurred six months ago but whenever it happened removing the battery usually cleared the alarm. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.